Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found an integrated circuit anomaly which resulted in the reported backup.

Event description:
It was reported that the patient presented to the emergency room not feeling well. The pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2012.